Event description:
The hospital reported that during a coronary artery bypass procedure, the rollers on the blower mister would not lock in place. The same device was used to complete the procedure by applying tape to hold it in position. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).